Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the breakage to have occurred.

Event description:
On 11/03/2017 intuitive surgical, inc. (Isi) received a medwatch mw5072869 from the FDA with the following complaint description: ¿this pt underwent a robotic laparoscopic total abdominal hysterectomy. During the procedure, it was noted that the tip of the fenestrated bipolar forceps broke off in the pt. The broken off pieces were successfully located and retrieved. There was no report of patient harm, adverse outcome or injury. Intuitive surgical attempted to gather additional information from the site, however as of the date of this report no response has been received.